Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. It was also reported there was unstable capture at maximum output on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-45, implantable pacing lead implanted: (B)(6) 2011. Product ID: sedr01 implantable pacing lead im planted: (B)(6) 2011. (B)(4).